Manufacturer narrative:
While the device was not returned for physical investigation, arterio-venous fistula are complications, which may be related to the endovascular procedure or the vascular closure procedure. The av fistula required surgery to correct. There is no report of device malfunction.

Event description:
The vascade mvp device was selected for closure and inserted into the 11f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. At some point, post procedure patient was diagnosed with arterio-venous fistula, which required surgery to correct. No other information available.